Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 544mg/dl and would like to check their insulin pump. Troubleshooting found that there were no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The settings and basal rates are correct. The high pressure test alarmed no delivery. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was also advised to follow up with their doctor regarding the high blood glucose.